Event description:
The user reported the latch on the flow sensor did not close as expected. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.